Event description:
Information received by medtronic indicated that the customer reported a crack on the pump. The pump had a crack in the battery compartment. Troubleshooting was performed and the pump shows physical damage. No harm requiring medical intervention was reported. The customer will discontinue using the device. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Successfully downloaded history files and traces using thump. Force sensor zero offset not within specification (-400mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case - corner of belt clip rails, cracked battery tube threads, serial label damage, corroded battery tube, and minor scratches on lcd window. Critical pump error (open book image) alarm confirmed due to moisture damage on electronic assembly. Pump exposed to moisture confirmed at pcba 1 and force sensor. Cosmetic damage was confirmed during visual inspection where cracked case - corner of belt clip rails and cracked battery tube threads was noted. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.